Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a diagram of the sample was provided for evaluation. Visual inspection of the diagram confirmed the access post pump pod as the location of the reported precipitate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to not be product related as a non-baxter anticoagulant that is known to cause cloudiness when dissolved in saline was used during the event, therefore creating the presence of particulate in the solution. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "white floc " was observed in the pressure sensor of a prismaflex m100 set prior to use. There was no patient involvement. No additional information was provided.